Event description:
The device was explanted due to no capture and high impedance and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported.